Event description:
The md used a retrieval device to retrieve food from the esophagus for a food impaction and the device did not open properly. This was attempted several times, but the device did not open properly. Another product, the talon grasping device, had to be used to retrieve the food, which was then successful.